Manufacturer narrative:
The investigation for the pump stop has been completed. The pump was not returned for investigation. Data logs show pump stop with motor current spike to 30000+ ma and several 119-impella pump stop alarms. According to the clinical report, several unsuccessful attempts were made to start the pump. The pump was removed, and the case was aborted. The cause of the pump did not start issue was most likely open electrical line.

Event description:
The user facility reported an impella cp device was being implanted in a patient admitted in for a high-risk percutaneous coronary intervention (hrpci). The pump was placed; however, upon start in the left ventricle, there were persistent pump stops. The pump was explanted and replaced. The second pump was successfully placed and allowed for the hprci and supported for 20 hours. The was no harm or injury to the patient.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist section: using the automated impella controller with the impella catheter ¿achieving an act = 250 seconds prior to removing the dilator will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿ section: troubleshooting the purge system ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ section: warnings, cautions, and precautions ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿